Manufacturer narrative:
Additional information in g4, h6. Investigation results: it was reported that the surgeon has had polarstem stem sinking problems in the past. How this issue was resolved was not reported. No information got available. No adequate medical documentation got available, no batch number and no article number was communicated. Furthermore, the claimed article, an unknown polarstem stem, which intent use is in treatment, was not returned for investigation. No findings are available in this case and the cause for the sinking problem cannot be established. In our current instruction for use for hip implants 12.23 ed. (B)(6) 16, implant migration is a known and mentioned possible side effect of a total hip replacement. Additionally, the risk is mentioned in our risk file and rated as low. Should additional information will be provided in future, this case will be re-assessed.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the surgeon has had polar stem sinking problems in the past. How this issue was resolved was not reported.